Event description:
It was reported that the wire inside the 100 mm monopolar nitinol electrode was observed to be exposed during cleaning. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Device not yet received

Manufacturer narrative:
Additional information: the reported event of exposed wires can be confirmed. The device was scrapped by stryker.

Event description:
It was reported that the wire inside the 100 mm monopolar nitinol electrode was observed to be exposed during cleaning. There was no patient involvement, and there were no user injuries or adverse consequences.